Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician inflated 16 x 6 maxi ld percutaneous transluminal angioplasty (pta) balloon and it burst at 4atm. No death. No adverse effects. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.